Event description:
Customer reported that their insulin pump was beeping and after replacing the batteries the buttons did not work. Customer's blood glucose reading at the time of the call was 95 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no down button response due to flatten down button dome switch. No unexpected audio/beep anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.